Event description:
It was reported that the laparoscope, gynecologic had a sharp edge on the tip of the camera during sedation, device was outside of patient when found. Procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 corrected fields: e1; h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distal end of the insertion section had contour sharpness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: due to distal end of the insertion section had contour sharpness. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.